Manufacturer narrative:
We were informed that the pressure monitoring set was not received at our product evaluation laboratory for a full evaluation since it was discarded. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this disposable pressure transducer, the pressure value displayed (120/80 mmhg) was not reliable due to a leakage at the drip chamber (medwatch (B)(4) ). The expected value provided was 90/70mmhg(delta 30mmhg) which was measured by a brachial cuff. There was no error message displayed. The patient was not treated according the incorrect values provided. Another one was used and the issue remained (medwatch (B)(4) ). Exact values provided by the second device are not known. There was no allegation of patient injury. Only one device was available for evaluation. As a summary, two medwatch reports were submitted (ref. (B)(4) ).

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
The corrections for the initial submission for MFR # 2015691-2023-15294 with a report date of 08/17/2023. Reference medwatch # 34837 is corrected to MFR report number 2015691-2023-15293. The related report number is now included in the corresponding block h10.